Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and the display screen is blank. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped, but the device was splashed with water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No blank display was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked connector was noted on the keypad. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.